Event description:
Healthcare provider reported "patient looking to exchange textured breast implants with smooth silicone breast implants. Patient also has a noted intracapsular rupture of left breast implant diagnosed by MRI." This is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety- product/procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported "patient looking to exchange textured breast implants with smooth silicone breast implants. Patient also has a noted intracapsular rupture of left breast implant ." This is for the left side. The device has been explanted.

Event description:
Healthcare provider reported "patient looking to exchange textured breast implants with smooth silicone breast implants. Patient also has a noted intracapsular rupture of left breast implant diagnosed by MRI." This is for the left side. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/07/2024.

Event description:
The device has been explanted and replaced.